Event description:
Patient reported right side "capsular contracture baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "capsular contracture, baker grade unknown." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, e1, e2, e3, g2, h3, h6.

Event description:
Patient reported right side "capsular contracture baker grade unknown". Device has been explanted and replaced.